Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in the (B)(4), during deployment of a 26mm sapien 3 valve in the aortic position via transfemoral approach, the balloon did not inflate. The system was pulled back into the femoral artery and the valve was removed by a surgeon. At the time of the report the patient was stable. The device was prepared per IFU, the delivery system was introduced without any problems, and the valve was able to be aligned without resistance or problems. The hospital would not provide patient information.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, visual, functional, or dimensional analysis was unable to be performed. Since no issues were noted during device preparation (i.e. De-airing), it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. The following patient and/or procedural factors can possibly contribute to delivery system leakage: the crimp balloon is torn and separates adjacent to the inflation balloon and crimp balloon (I/c) bond. Potential root causes for separation of the crimp balloon material proximal to the I/c bond have previously been identified and documented in a product risk assessment (pra), as per management discretion. The pra demonstrated that performing valve alignment in non-straight anatomy could result in increased forces being applied to the bond area causing weakening/separation adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. Because the device was not returned, it could not be assessed for signs of tension build up during valve alignment (i.e. Flex tip gouges, or flex shaft compression). Excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). Kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen. Calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. Although a definite root cause is unable to be determined at this time, available information suggest patient/procedural factors may have contributed to the complaint event. During manufacturing, balloons are inspected for working length, balloon diameter, proximal and distal leg ID, proximal leg od, and double wall thickness. Balloon is inspected for mechanical damage and deformation. Balloon distal ID, proximal ID, and wall thickness are 100% inspected. Balloons are inspected for defects. The crimp balloon to inflation balloon laser bond is visually inspected and the laser weld joint is inspected and rejected for bubbles that cover more than bond area than visual criteria, or for burns. Balloon size is inspected. Balloon is rejected for distorted/pinched folds. During final inspection, distal to proximal visual inspection is performed. Inspect entire device and reject for missing components, incorrect assembly, and device damage (e.g. Kinks, cuts). The inflation/crimp balloon is rejected for distorted/pinched folds. The flex catheter and balloon catheter are leak tested. During functional product verification (pv) testing, the device undergoes visual inspection, device de-airing, bond inspections, and burst pressure testing. During tensile product verification testing, the inflation balloon/crimp balloon tensile is tested, all tested sample units from the lot passed pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the unavailability of the device or any relevant imagery, the complaint balloon leakage was unable to be confirmed. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of device history record (DHR), lot history, complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Available information suggests that patient/procedural factors contributed to the reported event. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the applicable trend category. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system and sheath were returned to edwards lifesciences for evaluation. A jar was returned with the balloon and valve returned separated. Per the pre-decontamination evaluation observations, it was observed that the delivery system spring was stretched out, the valve was on the balloon, the balloon wings were flared out, and the crimp balloon was torn, and there were minor flex tip gouges. The sheath was observed to be expanded as designed, there was no liner tear, and there was soft tip damage. The investigation is ongoing. Section were corrected.

Manufacturer narrative:
The delivery system and sheath were returned to edwards lifesciences for evaluation. During visual inspection it was observed that the valve was on the inflation balloon, the nose tip and inflation balloon assembly were separated from guidewire shaft, part of the spring remained inside the inflation balloon, there was a crimp balloon tear proximal to the inflation/crimp (I/c) bond, there were flex tip gouges, adhesive was present at the distal end of the guidewire shaft and at distal and proximal ends of the spring, and the spring was stretched out. There was a kink on the balloon, but was considered to be likely due to return packaging. The sheath was observed to have minor soft tip damage. During dimensional analysis, the crimp balloon double wall thickness measurements were taken and found to be within specifications. No relevant functional testing was able to be performed due to the nature of the complaints. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although it was reported that there was no resistance or problems during valve alignment, gouges were seen on the flex tip of the returned device, which are indicative of high valve alignment forces and valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definite root cause is unable to be determined at this time, available information suggests patient/procedural factors may have contributed to the balloon - torn event. Since the valve had to be surgically removed, there was likely difficulty retrieving the valve into the sheath tip. Damage on the soft tip of the sheath indicates that the valve may have gotten caught on the soft tip. Because the crimp balloon was torn, the guidewire shaft is more susceptible to separation from the nose tip assembly if excessive force was used to retrieve the device. After the guidewire shaft separated from the nose tip assembly, it is possible that the surgeon cut the balloon spring in order to remove the device, causing part of the balloon spring to be separated from the guidewire shaft. Although a definite root cause is unable to be determined at this time, available information suggests procedural factors may have contributed to the distal tip, nose tip ¿ separated event. During manufacturing, 100% inspection was performed on all units. The nose tip/guidewire shaft bond visual inspection is performed. The s3 balloons undergo balloon dimensional inspection where balloons are inspected for working length, balloon diameter, proximal and distal leg ID, proximal leg od, double wall thickness. The balloon is inspected for mechanical damage and deformation. During the crimp balloon molding process, 100% balloon dimensional inspection is performed for distal ID, proximal ID, and wall thickness. The crimp balloon to inflation balloon laser bond is visually inspected. The balloon size is inspected. During final inspection, distal to proximal visual inspection is performed. The entire device is inspected and rejected for missing components, incorrect assembly, device damage (e.g. Kinks, cuts). The inflation/crimp balloon is rejected for distorted/pinched folds. The flex catheter and balloon catheter undergo leak testing. During functional product verification (pv) testing, devices are tested on a sampling plan for the following: visual inspection; device de-airing; bond inspections; inflation balloon/crimp balloon tensile. All tested sample units passed pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon ¿ torn and distal tip, nose tip ¿ separated were confirmed. However, investigation of the device, complaint history, lot history, and device history review (DHR) revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Available information suggests that patient/procedural factors (high valve alignment forces) may have contributed to the balloon ¿ torn event. A pra was previously initiated to document and assess the balloon torn issue and its associated risks. A CAPA is being updated to address the emerging trend in ic bond complaints. Available information suggests that procedural factors (retrieval of torn balloon) may have contributed to the distal tip, nose tip ¿ separated event. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required at this time.